Event description:
A 52-yr-old male pt was receiving levophed, dobutamine and nitroglycerin utilizing the pump in anticipation of coronary artery bypass graft surgery. The pt's case was on hold because of an emergency case. When the crna stepped out of the room, a rn entered and disconnected the pump in order to move the pt out of the room. During that time, the pump free-flowed. The pt developed chest pains and it was discovered what had happened. The pt was not adversely affected and had surgery later that day.